Event description:
The customer reported that while the unit was in use on a pt, the intra-aortic balloon would not fully inflate. The pt was switched to another unit and the intra-aortic balloon inflated normally and therapy was initiated. The pt later expired.